Manufacturer narrative:
No sample was returned for evaluation. An analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.

Event description:
Reference complaint (B)(4). Case from clinical study. Subject ID (B)(6). A health care professional reported that a patient expierenced mild elevated intraocular pressure (right eye) after phaco+iol implantation + vitrectomy membrane stripping heavy water photopolymerization gas liquid exhange gas injection drug injection surgery (c3f8). Patient received drug therapy with the outcome "ongoing".

Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.

Event description:
Reference complaint (B)(4). Case from clinical study subject ID (B)(6). A health care professional reported that a patient experienced mild elevated intraocular pressure (right eye) after phaco+iol implantation +vitrectomy membrane stripping heavy water photopolymerization gas-liquid exchange and gas injection drug injection surgery (c3f8) surgery. Patient received drug therapy. Updated outcome is symptoms have resolved.